Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 1910197: 125 items manufactured and released on (B)(6) 2020. Expiration date: (B)(6) 2024. No anomalies found related to the problem. To date, 118 items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director secondary resurfacing of patella few years after primary tka in an elderly woman. The position of the patellar bone in the pre-revision xray demands that surgery be undertaken. There is no reason to suspect that this reoperation was determined by a defective device among those implanted in the primary treatment.

Event description:
Patient natural patella luxated. The patient had to go additional surgery for patella resurfacing. Knee was a bit lax so inlay was revised to a thicker one. Primary date unknown.